Manufacturer narrative:
The reported condition of failure code 568:320:654:0000 was confirmed through the event history but not duplicated. The reported condition is due to a pinched rear inverter harness. The rear inverter harness was replaced to correct the reported condition. A follow up report will be submitted if additional information becomes available. (B)(4)

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with 568:320:654:0000 failure code. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter's review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.